Event description:
Artifact present during a procedure caused the need for a system reboot with a patient on the table. The system has been giving persistent artifact causing delay in patient care and causing undue risk to the patient.